Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿a standardized soft tissue release technique to lower the risk of greater trochanteric fractures for the anterior approach in total hip arthroplasty.¿ written by rueckl k, springer b, jungwirth-weinberger a, bechler u, kasparek mf, boettner farch orthop trauma surg. Published 2021 may 5. Pmid: 33954812. The article's purpose was to ¿evaluate the following research questions: can a standardized release of the conjoined tendon (ser) reduce the risk of greater trochanter fractures in daa tha? Does a routine release of the conjoined tendon increase the dislocation rate?¿ patient data: between 9/2012 and 6/2017, the senior author performed 435 anterior tha in 405 (279 female and 126 male) patients with primary osteoarthritis (oa) or secondary oa after hip dysplasia. There were 193 left tha, 230 right tha, and 6 one-stage bilateral procedures. The mean age at time of surgery was 61.7 years. The mean bmi was 25.2 kg/m2. It is noted that implants in the study were a combination of depuy and competitor products. Depuy products: corail stem, trilock stem, actis stem, summit stem, pinnacle acetabular cup and liner. It is reasonable to conclude depuy femoral heads would be used in conjunction with the femoral stems. Non-patient specific adverse events: intraoperative femoral bone calcar fracture: intraop cable insertion. Intraoperative femoral bone greater trochanteric fracture: minor bone displacement, no treatment noted. Heterotrophic ossifications: no treatment noted. Stem subsidence: no treatment noted . Pain postoperatively with stem loosening bone to implant: revision procedure. Loose stem due to a post-op periprosthetic femoral bone fracture: revision procedure. Literature is a valuable source of information. However, it has limitations, including nonspecific and indeterminate information about each adverse event. The authors do not provide information to identify the devices used during primary procedure for each patient. The adverse events captured in this complaint are the events that could be associated with the noted depuy synthes devices. The events that are associated with competitor devices are excluded from this complaint. The actual number and specific product line of depuy synthes devices associated with the above adverse events is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.